Event description:
Iskd lengthener was implanted on 5/17/2004 for distraction of the right tibia. During treatment, the doctor monitored the patient lenghtening process via x-rays and the external monitor that tracks and records implant distraction and found that the patient was lengthening. The doctor brought the patient back into the or for manual manipulation of the limb. The patient gained 10mm during the manual manipulation procedure, however, it was noticed via the x-rays that the patient was not lengthening. The patient was brought back into the or for a fibular re-osteotomy procedure and another manual limb manipulation. Another 17mm of distraction was obtained during the procedure. The doctor noted that the patient did not follow the treatment recommendations and had missed the follow up appointments. The iskd lengthener was removed. The manufacturer was not made aware of the event details until 2005.